Event description:
The customer stated that the paramedics were called to her home due to low blood glucose levels. The customer did not know how low her blood glucose levels were when the paramedics arrived. The customer stated that the insulin pump had black lines across the screen. The customer spoke with her doctor and trainer. They both felt that the insulin pump should be replaced. Advised the customer that the insulin pump would be replaced per the doctor's recommendation.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion and occlusion tests due to the prime anomaly.